Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vein. A 3.0mm x 20mm x 135cm (4f) sterling balloon catheter was advanced for dilation. However, during the first inflation, the balloon ruptured. The device was removed, and the procedure was completed with a 3x40 sterling balloon catheter and a stent placement of a non-boston scientific device. No complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vein. A 3.0mm x 20mm x 135cm (4f) sterling balloon catheter was advanced for dilation. However, during the first inflation, the balloon ruptured. The device was removed, and the procedure was completed with a 3x40 sterling balloon catheter and a stent placement of a non-boston scientific device. No complications were reported, and the patient was in good condition post-procedure.